Event description:
It was reported that after a drug eluting stenting treatment procedure, a sub acute thrombosis (sat) occurred. The physician successfully placed a taxus express2 8.8% 3.0 mm x 20 mm stent and a taxus express2 8.8% 3.0 mm x 16 mm stent in the right coronary artery (rca). The pt returned to the hosp with a possible myocardial infarction due to a sat in the rca. The pt's condition at the time of reporting the complaint was unsatisfactory. No add'l info is available at this time. Same case as MFR# 6000093-2004-00260.